Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Setscrew marks were observed to be in the correct location, confirming the terminal pin was fully inserted into the device header. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. X-ray analysis was performed and confirmed no conductor fractures were present. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the noise, oversensing, and inappropriate shock therapy that was observed while implanted.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received four inappropriate shocks from the device, due to oversensing of noise. It was noted the episode showed massive noise while delivering the shocks and an electrode fracture was suspected. Trauma to the patient was reported. The electrode and the associated device were explanted and replaced, as the patient believed the inappropriate shocks impacted the remaining battery longevity of the pulse generator. No additional adverse patient effects were reported. The explanted products returned for analysis.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode received four inappropriate shocks from the device, due to oversensing of noise. It was noted the episode showed massive noise while delivering the shocks and an electrode fracture was suspected. Trauma to the patient was reported. The electrode and the associated device were explanted and replaced, as the patient believed the inappropriate shocks impacted the remaining battery longevity of the pulse generator. No additional adverse patient effects were reported. The explanted products were expected to be returned for analysis.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.